Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air entrainment was noted during sheath aspiration after sheath insertion. The air was observed at the port. The sheath was aspirated. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.